Event description:
On april 16, 2006 the layuser/patient contacted lifescan (lfs) alleging that her one touch ultra intermittently does not turn on and will only come on if he plays with the battery. Base on the patient's history, he has called lifescan about the same issue on april 11 and 13, 2006 and the power issue was resolved at each of the calls. The medical affairs specialist sent a letter on april 25, 2006 since the patient cannont be reached by telephone for more information. The customer care advocate (cca) obtained the following information from the initial call. In 2006 th epatient was driving and had to pull off the road because he was experiencing low blood sugar symptoms. He tried to use the meter but it did not turn on so emergency services came and treated him with an IV. While waiting for the emergency services, the patient reported that he used his old meter (name of device and result are unknown). The patient had refused to finish troubleshooting the issue with the cca and hung up during the call. Base on the provided information, the patient was unable to test while having symptoms and eventually required medical intervention from the emergency services. The customer care advocate replaced the meter, test strips, and control solution.